Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with syncopal episodes. The physician noted the device go asystolic on the telemetry monitor. Upon interrogation it was noted that the rv autocapture and the lv capconfirm read the thresholds incorrectly, so the device was not pacing with the proper outputs. The device was reprogrammed, the patient was not having any more symptoms after the changes were made. The patient will continue to be monitored.